Event description:
Ventilator screen turned gray then black; the ventilator can be heard operating. Ventilator servo-n, was removed from patient at approximately 1337 and sent to biomed via a work order; new ventilator was placed on the patient. Representative was called regarding this incident and the cause. No harm to patient, ventilator continued to provide support during grey/black screen display. Clinical engineering has sequestered: had phone conference with getinge service tech; replaced control cable, reloaded software. Unit passed all functional and safety tests to factory specifications, returned to service.